Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld needle pulled out from hub. Complaint via email. Please review the attached adverse event form regarding a complaint from our customer. This event may be MDR reportable and as the manufacturer /initial importer of this product, you have the responsibility to file the medwatch form with the FDA as applicable under 21 cfr part 803. We have put in a request for our customer to return the affected product for evaluation. Any returned product from our customer will be shipped to you separately from our denver, pa facility along with a debit memo and a copy of the attached event form. Control number: 129567, description: safetyglide needle, item number: us 9875901, manufacturer part number: 305901. The customer advised that after administering a vaccine to a patient, the nurse tried pulling the needle out from the patients arm and the needle disconnected from the barrel and was stuck in the patients arm. Additional information: what was the impact to the patient? The patient experienced no adverse effects from the defective needle. The vaccine was administered without complication, and the patient had no immediate reaction. They left in stable condition.